Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. However, based on the information provided, the unsatisfactory experience could be confirmed. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. A factor that could contribute to the reported event include but not limited to traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2025 , the patient fell over and the hip dislocated. This adverse event was resolved by a revision surgery on (B)(6) 2025, in which one (1) tandem intl bipolar 48od 28id and one (1) cocr 12/14 fem head 28 +0 were exchanged. The current health status of the patient is unknown. No further complications were reported.